Event description:
The customer reported the ventilator backup battery was not functional during testing. The ventilator was not in use. The manufacturer's field service engineer (fse) confirmed the reported problem. The fse reported the ventilator would not operate on backup battery and the battery would not charge. The fse replaced the backup battery to address the reported problem. Final applicable testing was performed per operating specifications. Proper care, maintenance and testing should be performed when using battery power sources.